Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at implant, the device showed elective replacement indicator (eri) and had low battery impedance. There was no eri prior to the leads being inserted into the header. Implant detection was programmed off. The device was implanted and remains in use. No patient complications have been reported as a result of this event.